Event description:
I was prescribed biomedics 55 contact lenses by my eye doctor. When attempting to put them into my eye, I experienced an immediate burning sensation in my eye. I quickly removed the contact from my eye, and my eye continued to burn for another 3-4 hours. I was unable to place another different brand contact in my eyes for approx 48 hours -it took that long to heal-. I have been wearing contact lenses for 14 years and have never experienced anything like this.